Event description:
Additional information from the author/physician stated reason for the chordal rupture was not clear, however, one possible mechanism may have been due to the increased stretching of the outflow tract and basal segments of the left ventricle caused by deployment of the second valve.

Manufacturer narrative:
(B)(4). Title: a case of iatrogenic chordal rupture after transcatheter aortic valve implantation procedure requiring a second valve authors: altug cincin, kursat tigen, ibrahim sari, murat sunbul, fatih kartal, yelda basaran citation: the journal of heart valve disease 2015;24:133-138 approximate date of publish used for event date.

Event description:
Medtronic received information via literature review that an (B)(6) female patient presented with worsening dyspnea, hypertension, and highly calcific severe aortic stenosis. Echocardiography revealed moderate aortic and tricuspid regurgitation, and mild/moderate mitral regurgitation (mr). After evaluation by the institution's heart team, the patient was scheduled for transcatheter aortic valve implantation (tavi). During the procedure, a medtronic 26-mm transcatheter bioprosthetic valve (serial not reported) was successfully deployed, but the delivery system could not be withdrawn, most likely due to nose-cone entrapment. During attempts to release the delivery system with gentle counterclockwise and clockwise rotations the valve dislocated from the targeted position, resulting in the patient's baseline of severe aortic regurgitation (ar). A second valve, a medtronic 29-mm transcatheter bioprosthetic valve (serial not reported), was then successfully deployed valve-in-valve in a position lower in the aortic root then the first valve, improving the ar from severe to mild. A post-procedural transesophageal echocardiogram (tee) showed postero-medial chordal rupture of the native mitral valve oscillating into the valve which had not been present after balloon dilatation or deployment of the first valve. An electrocardiogram (ECG) revealed left bundle branch block (lbbb) and atrial fibrillation (af) with a high ventricular rate. No further action was taken at this time. At one month post-operative follow-up the oscillating chordal structure, moderate mr, and mild ar were persistent on tee, the rhythm was sinus with lbbb, and the only symptom reported by the patient was mild exertional dyspnea. The physicians determined that no additional invasive procedures should be performed to address the chordal rupture for several reasons that included a scarcity of symptoms, a high operative risk, and the unwillingness of the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.